Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: attune fb tib base sz 8 cem tibial tray component; attune cr fem rt sz 7 cem femur component; attune cr fb insrt sz 7 6mm tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
Patient was revised to address loosening of the tibial base plate at the cement to implant interface. The tibial base plate was found to be void of cement on the under surface. Cement manufacturer is unknown. Patient complained of feeling a grinding in patella/femoral area during flexion. The surgeon elected to perform total knee revision. Doi: unkown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : no device associated with this report was received for examination if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.